Manufacturer narrative:
(B)(4).

Event description:
It was reported that in ICU, the dilator and guide wire bends and does not allow the catheter to pass. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) yr/old male with acute coronary syndrome.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that in ICU, the dilator and guide wire bends and does not allow the catheter to pass. The issue was confirmed. One guide wire, dilator and several other components were returned. The catheter involved in the reported incident was not returned. The guide wire had kinks located 26, 33 and 42 cm from the end of the j-tip. A manual tug test confirmed that both welds are intact with the coil/core wires. The guide wire graphic specifies the length at 600 +/- 4 mm and the outside diameter at .788/.826 mm. The length of the guide wire was confirmed to be consistent with the graphic. The diameter of the guide wire measured 0.793 mm, which was within specification. The dilator body was curved and tip was bent to one side with several indentations around the opening. The inside diameter of the dilator tip could not be measured because of the damage. The length of the dilator body was measured at 3 15/16 inches, which meets the 4 +/- " requirement of the dilator graphic. The dilator extrusion graphic specifies the outside diameter of the body at .111/.113 inches and the inside diameter at .064/.067". The outside diameter was measured at .112". Using pin gages, the inside diameter was measured at .065". Therefore, the dilator body wall other remarks: thickness was determined to be sufficient. The guide wire was inserted through the dilator without resistance. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU directs the user to enlarge the cutaneous puncture site using a scalpel before dilator insertion. It was not reported if a skin nick was made. A device history record review was performed and did not reveal any manufacturing related issues. Based on the sample evaluation and information provided, it appears that operational context caused or contributed to this event. No further action will be taken.